Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that the insulation was crushed at 29.5 cm to 30.0 cm from the connector pin. The damage sustained resulted from clavicular crush. (B)(4).